Event description:
Complainant alleged that during incoming inspection the device displayed "defib fault 78", "defib fault 108" and "discharge fault" messages. Complainant indicated that there was no pt involvement in the reported malfunction.